Manufacturer narrative:
General information: the instrument arrived in a decontaminated condition in an unopened sterile packaging and it is available for investigation. Consequences for the patient: according to the available information, there were no negative consequences for patient. Investigation: the investigation was carried out visually and microscopically with the digital microscope vhx-5000 keyence (eq.-nr. 2000024840) and the digital-camera "panasonic dmc tz8". We made a visual inspection of the instrument. Here we found a bent tunneling tube fv004203. Additionally we detected a visible damaged sterile packaging several times and a torn sterile packaging several times. We also discovered a suspected visible damaged and torn primary sterile packaging. Furthermore the instrument was send to the production department for further investigation. The report will be updated when we received a statement from the production department. Batch history review: the device history records have been checked for the available lot number(s) and found to be according to the specification, valid at the time of production. There is no indication for a manufacturing error or a material failure. There are no similar complaints against the same lot number. Conclusion and root cause: the root cause of the problem is most probably related to an improper transport or storage of the product. Rationale: due to the circumstance that the product have been sent to the production department for an analysis is this a preliminary report and it will be updated when we received a statement from the production department. According to the quality standard and DHR files a material defect and production error can be excluded. Investigations lead to the assumption that the deformed tunneling tube, the visible damaged sterile packaging and torn sterile packaging were caused by an improper transport or storage of the product. We can not determine when these occurred. It could also be possible, that some damage may have occurred when the customer returned the product back to aesculap ag. The deformed tunneling tube may have occurred a few damage of the sterile packaging.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with tunneling instrument. It was reported that the packaging is perforated. Additional information has been requested but not yet received as of this report. Additional patient information is not available. The adverse event/malfunction is filed under (B)(4).

Manufacturer narrative:
This is being re-submitted as supplemental MDR #3, because #2 failed as a "duplicate". Investigation results: results after investigation at the production plant. Based on the analysis report of the production department: "obviously the damage was caused by the tip of the product, in combination with a significant mechanical load." Batch history review: already provided. The review of risk assessment revealed that the overall risk level (severity x probability of occurrence) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: according to the quality standard and DHR files a material defect and production error can be excluded. Investigations lead to the assumption that the deformed tunneling tube, the visible damaged sterile packaging and torn sterile packaging were caused by a overload situation due to an improper transport or storage of the product. According to the IFU the device shouldn´t be used from open or damaged packaging. Based upon the investigations results there is CAPA is not necessary.

Event description:
Associated medwatch-reports: 9610612-2020-00195 (400472919 nj102). 9610612-2020-00196 (400472920 nh048t).

Manufacturer narrative:
Note: this MDR is being re-submitted as follow-up #2; follow-up #1 failed through webtrader as a duplicate supplemental report. Investigation results: the device is not available for investigation. Due to the fact that the lot numbers are unknown, a review of the device history records must remain incomplete. The failure is most probably patient/usage related. On the basis of the current information and without the product for investigation, a clear conclusion can not be drawn. Based on our experience, we suspect that failure is patient (e.g. Due to overload) or usage (e.g. Due to an improper implantation situation) related.